Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a blank display and alarmed battery out limit. Customer's blood glucose was 366 mg/dl at the time of incident. Troubleshooting also found that the pump is cracked and chipped and has air bubbles after a set change. Customer indicated that the pump might have been damaged due to a broken holster. Customer declined to troubleshoot for the issues and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.